Event description:
The customer contact reported an adverse event while the device was in use. On an unspecified date at 1241, the device was programmed to delivery either, "morphine or demerol" 1mg/ml in the pca + continuous mode, at a rate of 4mg/hr, with a 2mg pca dose, and a 30 minute patient lockout. At approximately 1600, the nurse noted that the patient was drowsy. The nurse notified the physician. At 1603, the continuous rate was decreased to 2mg/hr. At 1604, the pump was powered off. No medical interventions were provided. There were no reported adverse patient sequelae. The pump was removed from clinical service on 09/05/2006. The customer contact stated. ''There was no problem with pump." Though requested no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was downloaded at the user facility. A review of the recent activity indicates on an unspecified date, at 12:40pm the pump was powered on. At 12:41pm, the pump was programmed with a 1mg/ml concentration, to deliver in the pca + continuous mode, a 2mg pca dose, a 30 minute lockout, a 4mg/hr rate and a 4 hour limit was not selected. The door was locked and the infusion was started. At 2:06pm, there was one 2mg patient initiated delivery. At 4:03pm, the door was opened and the pump was programmed to deliver at a rate of 2mg/hr. At 4:04pm, the pump was powered off. A review of the device history indicates that the pump delivered as programmed.